Event description:
Revision surgery was performed to remove a competitor¿s (medtronic) product due to device breakage and to perform another pedicle subtraction osteotomy (pso) to bring the patient¿s back over her hips. The patient is reported to have had high pelvic incidence. The screw was inserted into a hole where a previous screw had been removed. After fifty percent of the 80mm shank was inserted into bone, the tip of the driver snapped off from the instrument and was flush with the screw shank. A removal tool was used and the head of the screw turned and the shank remained motionless. A cutting tool was used to cut the shank and once cut, a removal system was used to fully remove the screw and the broken instrument tip. Another screw was inserted. The difficulty resulted in a delay of 20 - 25 minutes. There were no adverse consequences to the patient. See mfg medwatch report no. 1526439-2013-27985 for the driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Visual inspection of the returned expedium polyaxial screw noted that the screw had been cut directly under the tulip head. The tulip head showed various signs of material damage and deformation which appears to have occurred during the removal of the tulip head from the shank. Additionally, the screw shank was returned with a removal tool driven into the shank. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of product complaints found no emerging trends. No corrective action is required as there has been no issue identified in the manufacture or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.